Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician intended to use a gooseneck snare in the left inferior vena cava. The gooseneck snare was removed from packaging and inspected per IFU (instruction for use) with no issues noted. Device was prepped with no issues identified. Patient needed an ivc filter removed. Doctor used a 10mm goose neck snare to remove the ivc filter. The right iliac vein was accessed. When the loop of snare was around the hook of the filter, the physician tightened the loop and began to pull distally to remove filter. The ivc filter was unable to be moved by snare because it had endothelialized to vessel wall. The doctor was unable to unloop the snare from the hook of the ivc. The patient was taken to surgery to remove filter and snare. The customer experience of the gooseneck snare device being unable to retrieve the ivc filter could not be confirmed. A review of the manufacturing records for this lot revealed no discrepancy relevant to the event as reported. The device was not returned for evaluation. No ancillary devices or cine images or procedure notes were received. The cause of the device unable to remove the ivc filter could not be determined. The IFU (instruction for use) states that this device is not intended for removing foreign bodies that have become entrapped by tissue growth.